Manufacturer narrative:
This report is submitted on july 11, 2017.

Event description:
It was reported that the patient experienced swelling and redness at the implant site and subsequently a topical antibiotic was administered (date not reported) to the reddened skin flap.